Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided, as device was evaluated and it was determined there was no fracture.

Manufacturer narrative:
Cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the top piece of a persona mc poly trial is cracked so it doesn't work properly while trialing poly size. A different set of poly trials were opened and used to trial.